Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that after placing the left ventricular (lv) lead, the physician broke off the tip of a whisper wire within the body of the lead. The physician elected to continue the implant using the placed lv lead despite limited capture availability. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.